Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a missing component. The reported condition was confirmed. A review of the batch file revealed there were no issues with the lot related to the reported condition. Based on the information obtained from baxter's investigation, the root cause of the incident was due to a manufacturing issue/assembly.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, a root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Baxter china reported that there was no mini-cap in the pouch. This was observed before use. There was no patient involvement. No further information is available.